Event description:
According to the available information, doctor reported that during the procedure, after the left anchor was fixed then the right anchor had been pulled to insert, the left anchor broke [delamination] during the procedure. After replacement with another device, the patient¿s postoperative wound condition was stable and satisfactory.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report (nc) and CAPA. There were no capas that were confirmed to be associated. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc (dynamic anchor separation). The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.